Manufacturer narrative:
(B)(4)

Manufacturer narrative:
UDI #: na.

Event description:
During a patient use event, the user is reporting the device properly performed an ECG analysis of the patient's rhythms, then gave the "no shock advised" announcement, noted a low battery condition, then the device rapidly shut down. The device is no longer functional. The patient did not survive.